Event description:
A high blood glucose level was reported, with the value displayed as "high" but not specified. The customer administered a correction injection using multiple daily injections and decided to change out supplies later at home, indicating that no further assistance was required at that time.